Event description:
Reporter alleged obtaining discrepant patient blood glucose results of a reading of hi (greater than 600 mg/dl) on the inform system compared to a lab measurement of 171 mg/dl when testing was performed within 8 minutes. It was not reported whether any treatment was received by the patient as a result or whether quality control testing was performed on the system. A request was made for the return of the suspect device and replacement product was sent.